Event description:
The customer obtained false negative and imprecise troponin I results on a pt sample. The customer re-poured and re-tested the same sample in duplicate and reported the mean of the duplicate results. There was no report of pt harm as a result of this occurrence.